Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the monitor blacked out during an unspecified procedure involving an olympus monitor. No patient injury was reported.